Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to noise and pace impedance measurements high out-of-range, greater than 2,000 ohms. Another lead, different model was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated if there is any further relevant information upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The noise and high impedance allegations were not confirmed.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to noise and pace impedance measurements high out-of-range, greater than 2,000 ohms. Another lead, different model was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated if there is any further relevant information upon completion of analysis.